Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock. After this, the patient tried to do a patient initiated interrogation and got a yellow sending wave alert. An evaluation of device operation was recommended. No adverse patient effects were reported.